Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5120570.

Event description:
Voluntary medwatch form received noted that the atrial lead exhibited under-sensing of atrial tachycardia and atrial fibrillation.